Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer main1 was not detected on the bus. A field service engineer found that the matrix drawer was not detected on the bus after a recent remote firmware upgrade. The firmware updater was unable to update the firmware for the drawer. The field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the matrix drawer main 1 was not detected on the bus. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient. There was no delay in patient care as the user was able to obtain the medications from another location. There were no adverse events or injuries reported based on this incident.